Event description:
Event details for defib lead model number: 0185, serial or lot number#: (B)(6). Select all that apply: no alleged product issue, please specify: complete system extraction, due to infection clinical actions for device. Other product issue, capped/abandoned/removed date device inactivated (if known) (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).